Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 425cc silicone breast implants which the right side ruptured after implantation. As a result patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
On 5/21/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on 6/10/2019. During analysis of the sample was found rupture and received in two (2) parts. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).